Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient's hip revision surgery was a head and poly swap only, due to infection. His hip was irrigated and debrided, and his original femoral head and acetabular liner were replaced with a new head and liner. The replacement components included a biolox delta ts ceramic femoral head, 36mm +5, and a pinnacle altrx polyethylene acetabular liner, neutral 36mm ID 56mm od. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.